Manufacturer narrative:
Sections with additional information as of 10-dec-2021: h10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.

Manufacturer narrative:
(B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and test strips were returned to manufacturer. No investigation required: test strips are expired and no product complaint was alleged by the customer note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer called to inquire about obtaining test strips for meter; customer has discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 03/20/2018 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix product line.